Event description:
Date of the event is unk. It was reported to boston scientific corp that a gold probe hemostasis catheter was used during an esophagogastroduodenoscopy (egd) procedure on a female pt (B)(6). According to the complainant, the device would not cauterize. The procedure was completed with another gold probe hemostasis catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The device has been received by this MFR; however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).